Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) #. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The device was not returned to saluda for analysis. Without a returned device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide states: "the risks associated with the implantation and use of a spinal cord stimulation system include: temporary or persistent post-surgical pain at hardware implantation sites; cls migration or suboptimal placement, which may result in pain or difficulty in charging... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above." A revision was performed which resolved the pocket pain.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a revision of their closed loop stimulator (cls). The patient reported that the device placement was on their belt line and caused some discomfort. The cls revision was completed.